Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they found a bolus in the bolus history that they did not programmed. The customer also reported that they found a low battery alerts that they did not hear the insulin pump alarmed. The customer mentioned that the time changed. The customer's blood glucose was 10.4 mmol/l at the time of incident. The insulin pump will be replaced and will not be returned for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The download long trace file showed a 1.925 unit bolus from the bolus wizard that was programmed and delivered on (B)(4) 2015 at 1:20 pm. The pump was programmed with multiple bolus wizard deliveries and monitored. All boluses delivered completely their indicated amounts and were properly recorded in the daily history screen. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. The pump was received with normal operating currents. No unexpected low battery alarm was noted. The low battery alarm and audio tone functioned properly. The pump passed the self test. The pump was programmed with the current time and date and was monitored for several days. The time and date functioned properly. The pump was received with a scratched case, a pillowig keypad overlay and minor scratches on the lcd window.